Event description:
The neurologist's office reported that the physician was unsure whether the vocal cord injury was stimulation-related or solely due to a surgical injury, but the medical assistant reported that the generator had been programmed off. The patient had been referred to the ent for help relieving dysphagia and dysphonia. Several CT scans were performed, and the patient also underwent the barium swallow test, and both diagnostic evaluations returned normal results. The ent referred the patient for a thyroplasty in response to the left vocal cord palsy. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient reported that he had experienced left vocal cord paralysis as a result of his vns implant surgery. He noted that he had been evaluated by an ent who confirmed the vocal cord injury and mentioned that the paralysis had not resolved at the time of the evaluation 4 months after surgery. The patient's neurologist had delayed enabling vns stimulation due to the vocal cord paralysis. No additional relevant information has been received to date.

Event description:
Further information was received that the patient is now expressing wanting his device removed. The patient is complaining of vocal chord paralysis, pain, lower jaw numbness, and worsening of symptoms since being hit by a bike. No known surgical intervention has occurred to date. No additional relevant information has been received to date.